Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implant for the period of march 2022 through february 2024, was noted one outlier in june 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. DHR summary review of sterilization and seal strength records related to work order (B)(4) did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for february 2013, and bioburden monitoring results for iq-2013. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 2426622 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. Additionally, according to the device history record review the reported complaint was not confirmed.

Event description:
Patient representative reported left side "inflammation of the left breast", "probability of rupture", "puncture aspirated a large amount of orange liquid with clots of inflammatory and hemorrhagic patterns", "pain", "fever", "swollen", "physical mobility was impaired", ¿inflammatory disorders of the breast¿, ¿prosthesis in the left breast was yellow¿, ¿lot of material stuck to the breast, which was totally infected¿, ¿mastitis associated with probable capsulitis¿, ¿presence of liquid content with debris¿, ¿moderate amount of fluid in the left peri-implant¿, ¿lobulations on the left¿. The device has been explanted. Treatment: device explant, antibiotics and anti-inflammatory drugs and ultrasound-directed puncture was performed and a large amount of yellow - illegible / bloody liquid was aspirated. Performed culture with antibiogram and search for neoplasic cells lca - negative. Patient was negative for neoplastic cells.

Event description:
Patient representative reported left side "inflammation of the left breast", "probability of rupture", "puncture aspirated a large amount of orange liquid with clots of inflammatory and hemorrhagic patterns", "pain", "fever", "swollen", "physical mobility was impaired", ¿inflammatory disorders of the breast¿, ¿prosthesis in the left breast was yellow¿, ¿lot of material stuck to the breast, which was totally infected¿, ¿mastitis associated with probable capsulitis¿, ¿presence of liquid content with debris¿, ¿moderate amount of fluid in the left peri-implant¿, ¿lobulations on the left¿. The device has been explanted. Treatment: device explant, antibiotics and anti-inflammatory drugs and ultrasound-directed puncture was performed and a large amount of yellow - illegible / bloody liquid was aspirated. Performed culture with antibiogram and search for neoplasic cells lca - negative. Patient was negative for neoplastic cells.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/18/2024.

Event description:
Patient representative reported left side "inflammation of the left breast", "probability of rupture", "puncture aspirated a large amount of orange liquid with clots of inflammatory and hemorrhagic patterns", "pain", "fever", "swollen", "physical mobility was impaired", ¿inflammatory disorders of the breast¿, ¿prosthesis in the left breast was yellow¿, ¿lot of material stuck to the breast, which was totally infected¿, ¿mastitis associated with probable capsulitis¿, ¿presence of liquid content with debris¿, ¿moderate amount of fluid in the left peri-implant¿, ¿lobulations on the left¿. The device has been explanted. Treatment: device explant, antibiotics and anti-inflammatory drugs and ultrasound-directed puncture was performed and a large amount of yellow - illegible / bloody liquid was aspirated. Performed culture with antibiogram and search for neoplasic cells lca - negative. Patient was negative for neoplastic cells.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection (late onset), seroma-late.